Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15108. It was reported that an asymptomatic patient reported in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was post-paced t-wave oversensing. The right ventricular lead was also over-sensing. Programming changes were made to resolve the issue.